Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that pt has been experiencing an itchy wire insertion site for the past 6 months. Pt's mother reports that pt is known to be allergic to silver and that she is aware of the fact that sensor is made of silver and platinum. Pt consulted with her physician and allergist, but both were unable to prescribe anything to relieve the itchiness. Pt wears her sensor on abdomen but also on off-label sites such as hip and thigh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.